Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After plain old balloon angioplasty (poba) was performed, direct stenting was attempted with a 3.50x38 synergy¿ drug-eluting stent. However, the 7f mach 1 cls 3.5 guide catheter was moved from the engaged point. The stent delivery system was removed outside the patient's body and it was noted that the proximal stent struts were lifted. Poba was performed again and another with a different size synergy¿ stent was implanted to the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.